Manufacturer narrative:
The product is not being returned, the device was discarded by the user facility, and no lot numbers have been supplied, both of which preclude conducting either a physical evaluation or a build history review to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. However, the reported failure mode of the device is consistent with failures produced in a lab environment by the application of excessive mechanical force. Although it is not conclusive we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words, there is the question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. All the pieces were retrieved from the patient and there were no patient consequences. However, if this was to recur and the broken fragment not retrieved from the patient, it is possible that patient injury could potentially occur. Because of this potentiality an MDR is being filed to document this event. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. At this point in time, no further action is required.

Event description:
Our affiliate is reporting that during an unk surgery procedure, a portion of the distal tip of a mitek vapr se electrode broke off into the patient's joint space. All of the debris was removed and the repair was concluded successfully without further incident or harm to the patient. The complaint device was discarded by the user facility, and, no lot number was supplied.